Event description:
It was reported that the customer experienced a malfunction with their device, indicated by a malfunction code. There was no information provided about the impact on the customer's blood glucose level. No further information was available.